Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history record (DHR) review was conducted as part of investigation (B)(4). The review found 3 unrelated non conformances on this batch. Micro and sterility tests passed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. It was reported that knee has been bothering patient for some time. Surgeon removed the parts listed below and replaced with attune knee revision system. Depuy cement was used. No surgical delay. Doi: (B)(6) 2014, dor: (B)(6) 2021, left knee.